Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported after ventricular fibrillation was diagnosed and charging for therapy started the markers failed to display the correct ventricular sense events before therapy delivery. No functional anomaly was detected. This was a display issue.